Event description:
An international customer (UK) reported one of the locking tabs of an illico screw extender fractured and became detached from the device. The case was extended approximately 30 minutes while the surgeon attempted to locate and remove the tab. Due to anesthetic time, it was decided after approximate 30 minutes to leave the particle inside the patient.

Manufacturer narrative:
An evaluation of the suspect device found no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. It is essential to follow the loading and unloading instructions provided in the surgical technique (B)(4) to ensure proper performance of the device. It is mandatory to use the screw alignment guide to attach screw extenders to screws. Failure to do so may result in unpredictable surgical complications. Additionally, the release point of the screw extenders is 90° (continued rotation will not release the product). Insert screw extender remover into screw extender with handle parallel to the implant rod. Rotate 90° clockwise. Gently pull the t-handle up to release screw extender. Note: if the screw extender does not disengage do not use force. Use screw remover aid. The screw extender remover must be positioned perpendicular to the implant rod. Place the screw remover aid into cannula of the screw extender remover. Rotate aid clockwise until screw extender disengages and can be removed from the surgical field the illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v). The rods are available in commercially pure (cp) titanium and/or cobalt chrome.

Manufacturer narrative:
Although the device was properly manufactured as previously reported an additional investigation was conducted to determine root cause. The analysis showed that the failure mode observed in this even was due to imparting excessive torsional loads to the mating instrument (reducer) during the rod reduction maneuver. Excessive load can be applied due to a tolerance gap condition between the reducer and extenders. The over-torque observation was corroborated by the two design interface analyses (dias) that were performed on the reducer/screw extender interfaces. Corrective action will be a design improvement to the reducer (mating instrument) to eliminate the gap potential which results in over-stress of the screw extenders and tab breakage.